Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and undesired stimulation. Impedance check identified a disconnected electrode. Reprogramming was unable to resolve the reported event. A lead revision procedure was performed and the lead was replaced.